Manufacturer narrative:
(B)(4). (B)(6). User facility is listed in (B)(6). (B)(4).

Event description:
According to the reporter, the needle came out of jaws on the first pass of the needle. The needle was retrieved with a grasper. New device was opened with a new stitch to correct the condition. The current patient status is 100%.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.